Event description:
It burned my back [thermal burn]. Full of blisters [blister]. Case description: this is a spontaneous report from a contactable consumer from pfizer sponsored program thermacare (B)(6). A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap) , from an unspecified date for pain . The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "they're great for pain, but it burned my back. Full of blisters! Be careful. Maybe I should've put an undershirt and then the wrap". Events were occurred on an unspecified date with outcome of unknown. No follow up attempts possible. No further information expected. Company clinical evaluation comment based on the information provided, the events thermal burn and blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn and blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received.

Event description:
Event verbatim [preferred term]. It burned my back/ full of blisters [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer from the pfizer-sponsored program thermacare facebook page. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date for pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "they're great for pain, but it burned my back. Full of blisters! Be careful. Maybe I should've put an undershirt and then the wrap." Events were occurred on an unspecified date with outcome of unknown. According to product quality complaint group, this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (15apr2020): new information received from a product quality complaint group included: investigation result. No follow-up attempts are possible. No further information is expected.